Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with four ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(4) 2010. Interference/noise was noted with ventricular short interval count (v-sic) equal to 868.7 counts avg/day, in 2.0 days, between (B)(4) 2010 and (B)(4) 2012. The lead integrity alert triggered with one patient alert for lead failure predictor on (B)(4) 2010.

Event description:
It was reported that within a month of implant the lead dislodged. The lead was repositioned and remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.